Event description:
Legal counsel for patient reported that patient underwent right total hip arthroplasty on (B)(6) 2005. Patient's legal counsel further reported that revision procedures were performed on (B)(6) 2005 and (B)(6) 2006 due to patient allegations of pain, lack of mobility, damage to bone/tissue, metal poisoning, metallosis and elevated metal ion levels. A review of the invoice history confirmed all surgery dates. Invoice history indicates the modular head, taper insert and femoral stem were removed and replaced during the revision procedure on (B)(6) 2005. Invoice history further indicates all components were removed and replaced during the revision procedure on (B)(6) 2006. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Additional information received noted patient underwent right total hip arthroplasty and a left abductor release/lengthening procedure on (B)(6) 2005. Revision operative report noted patient underwent stage I of a two-stage right hip revision procedure on (B)(6) 2005 due to infection, pain and a loose acetabular cup with spotty areas of osseointegration. All components were removed and replaced with a antibiotic embedded cemented polyethylene acetabular liner along with a biomet stem and head. Patient underwent stage ii reimplantation procedure on (B)(6) 2006 where the cemented liner, stem and head were removed and a total hip system was implanted.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly related to the event. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "early or late postoperative infection and allergic reaction." Review of sterilization certification confirms device was sterilized in accordance with iso 11137-2. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. This report is number 7 of 7 mdrs filed for the same patient (reference 1825034-2014-05621 / 05625 & 08620 / 08621).